Event description:
Rayner intraocular lenses limited received notification from the (B)(6) of an event that occurred during use of a t-flex aspheric 623t iol. The event description provided by the healthcare facility states that part of the lens haptic broke away from the optic during implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. The healthcare profession determined that the lens was stable within the eye and therefore, left the iol in place. Rayner has been advised that all is well with the eye post-operatively. Within correspondence with rayner the healthcare professional stated that he believed haptic breakage occurred as a result of his own loading error. Additional lens loading training will be provided to the healthcare professional by the rayner sales specialist to prevent the recurrence of this event. Our review of production records for the t-flex aspheric 623t iol batch 041e22109 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol ((B)(4)2011) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 623t iol batch 04e22109. The t-flex aspheric 623t iol is not available in the united states: however, does feature the same haptics as the c-flex 570c and c-flex aspheric 970c iols which are available in the united states.